Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to clinic with multiple ventricular noise reversions. The noise was reproduced with isometric testing. Programming changes were made and signal was no longer oversensed. Other measurements were normal after testing. Patient will remain under normal monitoring.